Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that on (B)(6) 2010 while in the cardiac cath lab, the intra-aortic balloon (iab) was prepped and the sheath was inserted into the patient's right femoral artery. The iab was inserted and patient was moved to the intensive care unit (ICU). Twenty four hours after the iab was inserted, the rn in the ICU noticed specks of blood in the driveline tubing. The pump alarmed "helium loss". The balloon pressure waveform "did not look like a chair." The rn reset the pump and it alarmed again. Rn phoned the perfusionist. One half hour later, the perfusionist received another call from the rn stating that blood had filled the entire line. When the perfusionist arrived, they had the pump on 1 to 8, but it would not stay on. The md arrived and removed the iab without complications. Another iab was not needed because the cardiac function of the patient had improved after surgery.